Manufacturer narrative:
A review of the technical service on site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The root cause could not be identified or determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Device history record (DHR) for the device reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with a corneal infiltrate three days post lasik. A bandage contact lens was placed on the eye. Antibiotic dosage was increased and bandage contact lens was removed. The patient continues to be followed. Upon follow up, an additional topical antibiotic drop was added. The patient had three new infiltrates. Patient is asymptomatic and continues to improve. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.